Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h6 photo investigation. The photo investigation revealed that that the returned packaging labeled as product code 401.766ts, lot number 795p024, contained a screw etched with the product code 04.200.018 and lot number 777p906. H3, h4, h6 investigation summary. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the returned packaging labeled as product code 401.766ts, lot number 795p024, contained a screw etched with the product code 04.200.018 and lot number 777p906. Four packaging were returned closed. The packings closed has the same incorrect screw inside 04.200.018 and lot number 777p906. No other problems identified. No dimensional inspection was performed as the product complaint was confirmed based on the comparison between the screw etched information in the head of the screw (401.766) and the label product code information (04.200.018). Comparison showed that the information does not match. The overall complaint was confirmed as the observed condition of the device would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to manufacturing. The product issue has been addressed through depuy synthes quality system. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device history. A manufacturing record evaluation was performed for the finished device product code: 401.766ts. Lot number: 795p024. The product was released on: 05-may-2022. Manufacturing site: jabil grenchen. Expiry date:01-apr-2027. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported the event was intraoperative and the event occurred on march 5, 2024. The incorrect items were not implanted.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, the customer has complained that the wrong 3.5mm screws were inside the 2.4 tubes. This report involves one (1) 2.4mm ti cortex screw slf-tpng with t8 stardrive 16mm steril. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: only event year is known. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E1 initial reporter address line 1:(B)(6). E3: reporter is a j&j employee. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.